Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from april 2015 to april 2019. For this reason, the first day of the reported study period ((B)(6) 2015) was used as the occurrence date. It was unknown which valve the patient¿s received, sapien xt or sapien 3 valves. The PMA numbers are p130009 for sapien xt and p140031 for sapien 3. Article reference: morris mf, pena jr a, kalya a, sawant a, lotun k, byrne t, fang hk, pershad a, predicting paravalvular leak after transcatheter mitral valve replacement using commercially available software modeling, journal of cardiovascular computed tomograph, https://doi.org/10.1016/j.jcct.2020.04.007. Per the instructions for use (IFU), central regurgitation and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl and cai could not be confirmed with the information provided by the authors. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the literature article, ¿predicting paravalvular leak after transcatheter mitral valve replacement using commercially available software modeling¿, during the study period, 4/2015 through 4/2019, 58 consecutive patients underwent tmvr at two institutions with a sapien xt or sapien 3 valve. Moderate or severe mitral regurgitation (mr) developed in 12 patients after tmvr due to paravalvular leak (pvl). Two patients had both moderate pvl and moderate central mr, two patients had inadvertent atrial positioning of the valve during deployment, and one patient with vir had annular dehiscence after tmvr. In patients that developed moderate or severe pvl, 6 were vimac, 5 vir, and 1 viv. To treat the patients with moderate or severe pvl, 6 had a plug implanted, 3 had a second sapien valve implanted, 2 had balloon post dilatation, and 1 had surgical mitral valve replacement, with reduction in pvl to mild or less at the conclusion of the procedure or on tte prior to hospital discharge.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2020-12155, 2015691-2020-12151, 2015691-2020-12153, 2015691-2020-12154.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.